Manufacturer narrative:
The investigation found no general reagent issue. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods and the standardization methodology used. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft4 iii results for one patient sample with the cobas e 801 module serial number (B)(4). The initial result was 1.75 ng/dl. This result was reported outside of the laboratory and questioned by the physician as the result did not correlate with the ft3, tsh, and patient symptoms. The repeated result was 1.71 ng/dl. The sample was sent for a repeat at the request of the physician and tested on an abbott architect with a result of 1.31 ng/dl.